Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2024-28074- device 6 of 8.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6)2024, it was reported by the patient that eight infusions set cannula was kinked within 3 hours of insertion. Infusion set was placed in abdomen. Event was placed in (B)(6)2024. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.